Manufacturer narrative:
Due to the low baseline due to a possible tube leakage within the cobas liat analyzer, the false positive results for the 9 samples were identified. The customer's cobas liat analyzer has been requested for evaluation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(6)

Event description:
During review of customer data, it was identified that nine (9) samples generated false positive flu b results when tested with the cobas liat analyzer (serial ID (B)(4)). No harm or injury was reported. The customer's cobas liat analyzer has been requested to be returned for evaluation and repair. Nine mdrs will be filed, one for each patient sample. An investigation is on-going.

Manufacturer narrative:
The customer's cobas liat analyzer was returned for evaluation and repair. The inspection confirmed the optical path was obstructed, likely due to tube leakage, and some of the actuators were damaged. The fixed side assembly (including the lens) and actuators were replaced. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. Device returned to manufacturer (from no to yes). (B)(4).